Manufacturer narrative:
Broken firing belt. Product complaint analysis teamhas completed its investigation of device which was returned. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: cartridge condition n/a, cartridge returned batch number n/a, condition of guide block n/a, condition of knife good, condition of wedges good, firing handle condition good, is knife present yes, lockout indicator n/a, staples present in instrument no. Functional tests & results: was instrument cycled no. Analysis conclusion: based upon the info received and visual examination, it was concluded that instrument was returned with broken firing belt and a cracked handle shroud. No testing could be performed due to condition of instrument returned. No conclusion could be reached as to how this damgage occurred. Each instrument is evaluated during assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve products.

Event description:
The device was used during an unk procedure. It was reported by the affiliate that the after loading the reload cartridge, the device would not fire. There was no pt consequence.